Manufacturer narrative:
(B)(4). The customer reports the device is displaying a power supply failure inop message. No pt involvement was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports the device is displaying a power supply failure inop message. No pt involvement was reported.